Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem of "over infusion" could not be confirmed through the event history log (ehl). Evaluation inspected the device per swi 105-005 and performed flow testing, running the pump at 40 ml/hr and 125 ml/hr, with output discrepancies of -4.515% and -6.284%, respectively. The over-infusion allegation was not reproduced, but the device was found to under-infuse below the acceptable 5% threshold. The cause was determined to be an out of adjustment pressure plate travel. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused during therapy of total parenteral nutrition, 71 ml/hr, 24 hr infusion was completed earlier. During testing, rate 71 ml/hr, time, 2 hr, vtbi 142 ml, delivered, 159 ml. The event happened at the child ward. No additional information is available.